Event description:
The end users daughter states the concentrator isn't working. Attempted to obtain serial number but she refused and was irritated that invacare doesn't allow consumer to and in items for repair. Referred back to original provider and instructed the consumer that norco will have to contact invacare with a valid account number so the unit can be repaired. (B)(4).